Manufacturer narrative:
A beckman coulter (bec) field service engineer was dispatched to evaluate the instrument. The fse confirmed a leak from the ise module. The fse found the quick-connect fitting to a line was cracked causing the leak. The fse replaced the line to correct the leak. (B)(4).

Event description:
The customer reported a unicel dxc 600 pro synchron system was leaking fluid onto the small overflow tray in the ion selective electrode (ise) module. The leak was contained to the instrument. The operator was wearing gloves and a lab coat. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated in connection with the leak.